Event description:
Related manufacturer reference number: 2017865-2021-30045. Related manufacturer reference number: 2017865-2021-30048. Related manufacturer reference number: 2017865-2021-30049. It was reported that the patient presented with an infection. The patient had been diagnosed with a cardiac vegetation. The entire system was explanted. The patient tolerated the procedure well.